Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. As received, belt failed incoming testing. Upon eval there was a short in the cable between the distribution node (dn) and ECG 'b'. The cause of the inability to baseline is likely the short in the cable. The root cause of the shorted cable cannot be positively identified. No adverse event resulted from the damaged belt. The pt was issued a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support to report that she was unable to baseline a (B)(6) male pt with the electrode belt. The pt was issued a replacement electrode belt.